Manufacturer narrative:
Failure analysis noted that the pump was received with button error alarm and no button response due to flattened dome switches (act and esc buttons). They were unable to perform functional testing due to the button error alarm. There was no moisture damage on the electronics.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The significant event leading to the alarm was that they were in an accident riding quads and quads rolled over. The customer's blood glucose reading was 176mg/dl. The customer was advised to revert to back-up plan and that the device would need to be replaced. The customer agreed to return the product for analysis.